Event description:
It was reported that a 6tc-rs trans-esophageal ultrasound probe was inserted into a pt while the vivid s6 ultrasound system was powered down and the probe was not yet connected to the ultrasound system. The probe was connected to the system and the system was then powered up. After boot up of the system the probe was selected and the system displayed a 51-degree celsius temperature alarm. The probe was disconnected and then re-connected, and the system displayed the same temperature alarm. Afterward the system was powered down and the exam re-scheduled. The physician then performed an endoscopy to check the esophagus. The physician noted that a several centimeter hematoma within the esophagus was seen and he applied a gastric bandage to prevent add'l harm.

Manufacturer narrative:
By design, the ultrasound system has a safety mechanism which will halt and immediately stop the acoustic output when a temperature threshold is met. The safety mechanism consists of two thresholds, where the first threshold is reached when the temperature inside the tee probe exceeds 41/41.5 degrees celsius. In this case, the system stops transmitting acoustic power, and a message box will appear on screen, informing the operator that the tee probe has exceeded the 41 degrees limit. The system will give permission to resume scanning, inly if the operator selects the "ok" button in the message box. The second threshold is reached when the probe exceeds 42.7 degrees celsius. In this case, the system will stop transmitting acoustic power and a message box will appear on screen, informing the operator that the tee probe has exceeded the 42.7 degrees limit, but will not give the operator permission to continue scanning. Additionally, the system is designed to recognize a short-circuit in the signal cable of the probe's temperature sensor, turn off acoustic output and display a false temperature alarm of 51 degrees celsius. Preliminary autopsy of the probe confirms the signal cable of the probe was short-circuited, and vivid s6 log file analysis confirms that acoustic output was shut off as expected. The probe was then setup to emulate a functional signal cable and acoustic output power was applied to the probe while monitoring the temperature of the probe surface. The probe did not overheat nor did it reach the thresholds. Therefore, it has been confirmed that the probe did not cause a thermal burn due to acoustic output. The investigation is ongoing.